Event description:
It was reported the pt experienced intermittent stimulation. No known accident or incident was related to this event, although the pt is "very active". Impedance readings were greater than 10,000 ohms on most pairs. Group impedance readings were greater than 4000 ohms. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.